Manufacturer narrative:
H4: the lot was manufactured (B)(4), 2021. H10: the device was received for evaluation. Unaided and magnified visual inspection was performed which observed a tear/hole at the lower right side edge of the bag. Functional testing was performed with tap water which revealed a leak from the identified tear in the bag. The reported condition was verified. The cause of the hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the lower right seam of the bag during filling. There was no patient involvement. No additional information is available.